Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that ever since the patient received a replacement programmer their device was ¿taking off¿ (stimulation levels increased). The patient stated that once they got the new programmer, they didn¿t feel stimulation, so they increased from 1.1v to 1.3v and were comfortable for a little while until their device took off. The patient decreased the stimulation to 1.2v and the same thing occurred, they were ok until the device took off. The patient stated that it also occurred at the original 1.1v setting even after they decreased to 1.2v. The patient also reported their device took off in certain positions. The caller was convinced that the issues occurred because their programmer was replaced and that their programmer wasn¿t telling them the right number because their device felt stronger than a 1.1v. The patient was certain that the device they received was refurbished and that was causing the issues. Information on internal vs. External equipment was reviewed. It was recommended that the healthcare provider check out the equipment and the patient requested a new programmer, so the patient was sent a replacement programmer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated that the first stimulator worked perfect at 1.1. Volts until unit quit. Replacement was not like the first unit. Patient was told that the unit would work the same for her but that was wrong. Patient had to put unit at 1.3 volts and had perfect same results. Patient was asked the root cause and she did not know what was wrong. She stated that the unit was on 1.3 volts and all of the sudden it started pounding and when the patient checked the programmer, it said the 1.4 volts. After adjustments, it wasn't working properly. Patient stated that the replacement was sent and it took her several days to get the device working good but it still does not work as good as the first unit. Additionally, she mentioned that it eats the batteries, which is something new. No further complications were reported.